Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that everything was fine and working beautifully until they had an MRI about a month ago. They turned the stimulator off and when they turned it back on it was very painful and they had to turn it way back way down. They felt the stimulation in the thigh near the cheek of their rear end. They noted that they didn't feel the stimulation all the time. They went for the MRI and they told them they couldn't have it because of this and to go somewhere else which they did. That was the first time they had turned it off or put it on MRI mode. When they turned the device back on, they had a lot of pain and had to turned it down. The second time they went to the doctor the manufacturing representative (rep) told them that they had it much too high and should turn it to 1.5. The rep told them to set it on a very low level. The patient said, they were having a tremendous amount of leakage now and it was not working the way it was before. They were leaking but not like it was. It was annoying. Walked caller through checking their settings. Their current setting was at 1.5 ma. The patient increased the stimulation to a level where they could feel it comfortably in their vaginal area. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. They were at 2.3ma before the MRI and didn't feel stimulation in the thigh near the cheek.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated the same therapy issues. When asked, the patient said since [the last time they called] they had tried different programs, except for two of them. The patient said they went back to program 5 which was the one they were using prior to the MRI and they said they now felt stimulation in their upper cheek by the implant, and only on the program and they were still having issues with symptom control, more leaking now. General programming guidance was reviewed with the patient and it was suggested the patient try the programs they hadn't tried yet. During the call, the patient switched to one of the programs and adjusted the setting. The patient confirmed the stimulation was comfortable and in the bicycle seat area. The patient would keep track of the adjustment, monitor symptoms and switch to the other program they hadn't tried yet, and if they still didn't notice an improvement to contact their healthcare provider (hcp) to schedule an appointment to discuss their condition and for a device check and to ask if custom programs could be added. It was also reviewed with the patient that the settings could affect the overall longevity of the implanted battery. The patient received direction to keep the setting low. During the call, the patient connected and checked implanted battery level, which showed as ok.